Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported the sensor shows high levels of spco (6 7 7 and higher) on rad-57; compared to other sensor on same device with same probands of fire service staff (non smoker). No patient impact or consequence reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. (B)(6). Lot# was corrected from 15k831 to r15k831.